Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site. Reportedly, the ipg is sitting in the subcutaneous tissue. The pt was subsequently reprogrammed and coverage was recaptured to all painful areas except the pain at the ipg site. Surgical intervention may be undertaken at a future date to relocate the device to a new pocket site.